Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a crack in subglottic suction port while treated for respiratory failure. As a clinical outcome, the alleged damage was the inability to aspirate subglottic suction port. It remains near miss at present. The incident occurred during the mechanical ventilation via tracheostomy tube. There was patient involvement but, no patient harm reported.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The reported complaint regarding the sample could not be confirmed by investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product.